Event description:
During a subclavian stick, the guidewire perforated the venous wall at junction of venous occlusion. At the time of the procedure, the physician was not aware that the vein was occluded. At the time it was decided by all doctors involved to leave the 9fr optiseal in place and cover with a "super sterile dressing" to avoid the potential for infection. CT angio was performed. The next day, the patient was brought into the cath lab for venous stenting and the removal of the 9fr optiseal. Sheath was successfully removed and the patient will be closely observed. There were no patient complications, clinical outcome or state "no known issues". The guidewire was included with the optiseal kit. The physician believes the guidewire caused the perforation, however, this cannot be confirmed.